Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right atrial (ra) lead two days post implant. It was also reported there was noise seen on the electrograms (egm) during isometric exercises. The lead remains in use. No patient complications have been reported as a result of this event.